Event description:
It was reported that the patient heard unusual sounds, and then no sound at all through his speech processor. New external equipment was sent out by post, however, the problem was not resolved. The patient was seen at the clinic in 2008, where it was confirmed that his device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.